Event description:
The intraocular lens was removed and replaced without complication due to the patient's complaint of blurred vision. The doctors stated the removed iol is cloudy and has glistenings.

Manufacturer narrative:
The intraocular lens was inspected and the report of cloudy and glistenings could not be confirmed. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related.